Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. All tests and lab draw was done within minutes of each other. Tests 1 and 2 used the same finger. Pt self tester's therapeutic range is 2 - 3. Pt is milking the finger.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warning, "do not use repetitive pressure to collect the sample." "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.9, coagucheck: 1.1 and 1.2, lab: 1.1, mean: 1.58, confidence limits: (1.1 - 1.9). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint was expected to be returned. Retain strip testing conducted on (B)(4) 2012 with reported lot #273311 met accuracy criteria. Test results are as follows: donor #205 = 3, 3.4, 3.4 inr; donor (B)(6) = 3.3, 2.7, 3.1 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor (B)(6) (3.79 inr) and donor (B)(6) (3.55 inr). No further investigation will be pursued at this time. Nineteen discrepant result complaints were reported for lot #273311 yielding a complaint rate of 0.04330%. This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.